Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue cannot be determined. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The reporter indicated that the power supply did have voltage and the led was illuminated. The reporter indicated the adapter is likely from another monitor, model #oev-261h, and indicated that they will order the power supply and cord specifically for the subject device (oev-262h).

Event description:
A user facility reported to olympus that their monitor failed to power on. There was no patient injury or harm, associated with the problem, reported to olympus.